Manufacturer narrative:
Device expiration date: unknown. Medical device expiration date: an invalid lot # of 20076646 was provided by the initial reporter. Device manufacture date: unknown. (B)(4). Investigation summary: due to no sample or photo being received, the customer's complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample received for investigation.

Event description:
It was reported that the gem 10dp ckv 4ss 2g 4way stck dehp free experienced component separation. The following information was provided by the initial reporter: on 9/30/2020, at 10 a.m. Reported by: rn; product name: bd alaris pump infusion set with back. Manf #: (B)(4); lot#: 1020076646. While our anesthesiologist was administering sedation to the patient during a procedure, one of the connectors keeping the IV tubing together came loose, with blood, and IV fluid leaking all over the bed and floor. The connector had been tightened prior to the procedure but still became loose. The problem was noted before the patient was harmed, but this could have resulted in serious injury to the patient. This was not an issue with our previous tubing and only occurred after switching to a new manufacturer. The connector was tightened prior to using the tubing, but still loosened during the procedure.